Event description:
Our rep. Is reporting that the patient had a shoulder repair sometime in 2008 with the use of a versalok anchor of fixation. Sometime subsequent to this, it was somehow discerned that the anchor had pulled out of the bone. A revision surgery was performed in early 2009, the loose anchor was removed. The surgeon inspected the cuff and surrounding anatomy for damage and it was noted that the patient's cuff had healed, did not need further intervention. The facility discarded the complaint device. The facility cannot identify the lot. At this point in time, this is all of the information that has been made available to mitek.

Manufacturer narrative:
Mitek is at this point in time in the investigation mode. When all that can be had, is had, and evaluated, those results will be subject matter of the follow-up report.